Manufacturer narrative:
The insulin pump alarmed compromised force sensor system alarm during prime test at 4.0 pounds due to faulty force sensor system. The pump had a scratched display window, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that during seating, the force sensor did not report seating. The customer stated that the force sensor has been broken. The customer will be sent a replacement pump. The customer will return the pump for analysis.